Event description:
It was reported that a malfunction occurred which caused the procedure to be rescheduled post patient sedation. An icefx cryoablation system was in use during a procedure. Two ice pearl needles were tested and the stick function was performed successfully on both needles. A third needle was being placed when an error message appeared on the console screen. As the physician was reading the error message, the console screen went black and the icefx cryoablation system turned off. The case was paused while the icefx cryoablation system was unplugged and then rebooted. Immediately upon restarting, the error message appeared and again the screen went black. The icefx cryoablation system was unplugged and then rebooted again, and the needles were moved to different channels. This was tried five or six times, with the error message coming up each time. On the last attempt, a procedure screen showing all needles ready to be used came onto the screen. The procedure was continued, however, after several minutes the error message appeared. The physician decided to end the procedure. The needles had passively thawed during this time and were easily removed from the patient. The patient status was alert, oriented and without pain.

Event description:
It was reported that a malfunction occurred causing the procedure to be rescheduled post sedation. An icefx cryoablation system was in use during a procedure. Two ice pearl needles were tested and the stick function was performed successfully on both needles. A third needle was being placed when an error message appeared on the console screen. As the physician was reading the error message, the console screen went black and the icefx cryoablation system turned off. The case was paused while the icefx cryoablation system was unplugged and then rebooted. Immediately upon restarting, the error message appeared and again the screen went black. The icefx cryoablation system was unplugged and then rebooted again, and the needles were moved to different channels. This was tried five or six times, with the error message coming up each time. On the last attempt, a procedure screen showing all needles ready to be used came onto the screen. The procedure was continued, however, after several minutes the error message appeared. The physician decided to end the procedure. The needles had passively thawed during this time and were easily removed from the patient. The patient status was alert, oriented and without pain.

Manufacturer narrative:
H3 - device evaluated by manufacturer: system received and service performed by a boston scientific field service engineer (fse). The fse found log files for I-thaw being disabled on multiple channels. Also errors for watchdog timer, timeout for solenoid fpga. Possible firmware issue on the interface pcb and solenoid pcb. Replaced both of these boards. System tested good. Replaced upper interface manifold bracket, improved channel locking, with less effort. Replaced desiccant tubes, which were open to atmosphere for a period of time while the interface board was out. Performed extra testing per the icefx service manual, all testing passed. Added missing dual tank adapter to the accessory bag.